Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Explant date occurred in 2015. Concomitant medical products: item # unk, hip-mom-cups-unk, lot # unk, item # unk, hip-unknown-tapers-unk, lot #unk, item # unk, hip-unknown-stems-unk, lot #unk. Legal notification.

Event description:
It was reported that a patient underwent a revision surgery approximately 8 years post implantation due to metallosis, pain, loss of mobility. Documents state significant amount of metallosis debris and fluid consistent with the diagnosis. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: item # us157858, cup, lot # 091560, item # 103206, stem, lot # 685300, item # 139266, taper insrt, lot # 356480.

Event description:
It was reported that a patient underwent a revision surgery approximately 8 years post implantation due to metallosis, pain, necrosis, heteotopic ossification, difficulty ambulating. Documents state significant amount of metallosis debris and fluid consistent with the diagnosis. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes which indicated the patient presented with pain to hip, weak abductors, and significant metallosis findings. Extensive tissue loss around the hip with tissue necrosis. Extensive metal debris and fluid consistent with the diagnosis of metallosis. 4 cm heterotopic ossification excised prior to being able to dislocate the hip. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Reassessment of the additional information does not change the reportability decision or rationale.

Manufacturer narrative:
The event was not a result of a product problem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.